Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the event only occurred once. The patient experienced deterioration of symptoms when the event occurred. The product was not replaced and will not be replaced. The patient was able to recover stimulation after interrogation with the clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stimulation was turned off and could not be recovered using the "mystim." It was unknown what led or contributed to the issue. No diagnostics/troubleshooting was performed. No actions/interventions were taken to resolve the issue. The issue remained unresolved at the time of the report.